Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 28, 2005 the lay user/patient contacted lifescan (lfs) alleging that his one touch profile meter was reading inaccurately low and powering off during use. The senior medical affairs specialist mailed a letter on octorber 31,2005, since the patient could not be reached for further information. The patient reported that he had obtained a 455 mg/dl on the reported meter. He later had developed symptoms, such as, frequent urination and cramping, indicating hyperglycemia. His meter had been powering off during use. Therefore, he visited his physician's office, due to the meter powering off and not feeling good. A result in the 700 mg/dl range was obtained at the physician's office, which confirmed the hyperglycemia. Insulin was admnistered. He also claimed that he has been in the 1200 mg/dl's previously (differnt incident), as well. The patient reported changing the battery a few days prior to calling and the meter had still been powering on and off. The customer care agent educated the patient on the automatic shut off. The cca had the patient verified that the batteries were correctly installed and the battery was replaced less than 1 year ago. The cca discovered through troubleshooting that the meter powered off before the time was up and the patient did not have a new battery to attempt a retest. The meter and test strips were replaced.